Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, several inadequate high voltage therapy episodes were observed on the device. During the revision procedure, the physician visually confirmed externalized conductors on the right ventricular (rv) lead. The device was at normal elective replacement indicator (eri) due to high charges. The rv lead and device were explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in five pieces. Multiple external insulation abrasions consistent with friction to the device can were found proximal to the suture sleeve tie impression breaching the ring electrode and right ventricular cable lumens with the right ventricular etfe cable coating found to be abraded in one of these locations. Multiple internal insulation abrasions were found between the shock coils and one external insulation abrasion consistent with friction to another device or feature of the patient anatomy were also found distal to the suture sleeve tie impression breaching all the lumens. The etfe cable coating in these locations were intact. There was no ptfe liner in these regions of the lead. The cause of the reported event of inadequate high voltage output was isolated to the exposure of the inner coil found in the internal insulation abrasions. The reported event of inadequate high voltage therapy and insulation abrasion were confirmed.